Manufacturer narrative:
An engineering review of the affected cord reel was completed. The design of the cord reel meets all electrical safety criteria. Root cause determined to be normal wear on the cord, no further actions required. This concludes the final report.

Event description:
When powering up machine, customer observed smoke coming out of right side near the power switch. There were no injuries and there was no fire observed.

Manufacturer narrative:
Carestream health has opened a CAPA and is investigating this incident. A follow up MDR will be submitted when information is available.

Event description:
When powering up machine, customer observed smoke coming out of right side near the power switch. There were no injuries and there was no fire observed.